Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they experienced low blood glucose levels of 33 mg/dl. The customer had no any symptoms. The customer was treated for the low blood glucose with milk. The customer declined for troubleshooting. The customer stated that a small crack on her pump. There was no indication that the insulin pump over delivered insulin. The product was returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test. Device received with cracked battery tube threads noted.